Event description:
It was reported that the device had an elective replacement indicator and did not meet expectations for longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. Battery depletion/elective replacement indicator (eri) was noted. The time of eri in save to disk was on (B)(4) 2011, with device recommended replacement time (rrt) of less than or equal to 2.62 volts. The weekly battery voltage log data shows the minimum battery equal to 2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for low battery voltage on (B)(4) 2011.